Manufacturer narrative:
(B)(4). Batch #: unknown. Product was not returned. Based on the information available, it has been determined that no corrective and preventive action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed.

Event description:
It was reported that during a nephrectomy the gen11 errored relax pressure on blade. Then the team realized the blade had cracked and found the other part of the blade on the trolley. The patient has not been harmed.